Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, the patient's blood pressure dropped and it was confirmed via intracardiac echo (ice) that the patient had a cardiac tamponade. A pericardiocentesis was done and one liter of fluid was removed. The patient was stabilized and were being monitored. The caller states the patient was not going to the operating room (or) for surgical repair. The physician states there was no increase in force but there was a high force lesion of about 30 grams five seconds prior. The physician stated the catheter went outside of the left atrium shell and they think it may have weakened the anterior wall and the catheter may have perforated shortly after that lesion during manipulation. There was no evidence of a steam pop. The patient is staying overnight for observation. The physician¿s opinion on the cause of this adverse event is that it was procedure related and patient condition. The patient outcome of the adverse event was fully recovered (no residual effects). It was reported they were using 50 watts for ablation with a smartablate generator. Transseptal puncture was performed with a baylis, versacross rf wire. Prior to noting the cardiac tamponade ablation had already been performed. The event occurred post ablation, during catheter manipulation. Irrigated catheter was used in the event and the flow setting was 2 ml/min. The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, vector and visitag with the visitag module parameters for stability were range: 2mm, time: 3sec, force over time of 25% over 3g, tag size: 2mm with no additional filter and color options used prospectively was average force 2-8g. The customer¿s reported high force issue is not MDR reportable since the issue itself is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.

Manufacturer narrative:
On 20-jul-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, the patient's blood pressure dropped and it was confirmed via intracardiac echo (ice) that the patient had a cardiac tamponade. A pericardiocentesis was done and one liter of fluid was removed. The patient was stabilized and were being monitored. The caller states the patient was not going to the operating room (or) for surgical repair. The physician states there was no increase in force but there was a high force lesion of about 30 grams five seconds prior. The physician stated the catheter went outside of the left atrium shell and they think it may have weakened the anterior wall and the catheter may have perforated shortly after that lesion during manipulation. There was no evidence of a steam pop. The patient is staying overnight for observation. The physician¿s opinion on the cause of this adverse event is that it was procedure related and patient condition. The patient outcome of the adverse event was fully recovered (no residual effects). Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).